Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the implantable cardiac monitor (icm) was in backup mode. As a resolution the icm was reset. The patient condition was stable.